Event description:
Information was received regarding a cadd extension set. It was reported that immediately after the customer started to use the product, an occlusion alarm went off. The alarm persisted even after the pump and the cassette were changed. He then changed the tube, and after that, the alarm was cleared. So the customer suspected there was an anomaly in the tube. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing duplicated the alarm and occlusion issues confirming, the complaint allegation. The investigation determined, that during, manufacturing the excess solvent may not have been cleaned before assembling the tube with the component or the procedure for introducing the tube in the solvent dispenser was not followed. An action was previously, taken to ensure adherence to manufacturing procedure related to cleaning excess solvent before assembling the tube with the component. Because a lot number was not reported, it was not possible to determine, if the action was taken before or after the device's production.